Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event are a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported injecting a patient in the periorbital dark circles with 0.5 ml of juvéderm® volbella¿ with lidocaine. Two days later, the patient experienced "persistent post-injection edema in dark circles with migration-situation of superficial product and persistent granuloma with increased palpebral bags." Biopsy was not provided. The patient was treated with ¿metilprednisolona¿ 120mg/day over the course of 3 days. The event is ongoing.